Manufacturer narrative:
A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The returned sample was connected to a calibrated purepoint system, and was successfully recognized. A visual evaluation found the sample to have bent tip. However, as to how or when it became damaged remains inconclusive. The customer reported event was confirmed through a visual inspection performed at itc which found the cannula tip bent ¿ which caused resistance when inserting into the trocar. However, as to how or when it became damaged remains inconclusive. Based on the results of this investigation, the reported event was confirmed. The root cause of the reported event can be attributed to bent tip/cannula. However, as to how or when it became damaged remains inconclusive. This complaint has been reviewed and based on a low occurrence rate, it is determined that no further actions are necessary at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the during the cataract and vitrectomy surgery when a probe was inserted in and removed out of the trocar cannula, it got caught and felt resistance. The surgery was completed after replacing the product with another one. The involved eye and the patient identifier were not available. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).